Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The customer mentioned that she had been getting errors on the meter for the previous few weeks. On (B)(6) 2018, the patient tested a sample with the meter and the result was 1.5 inr. The customer took her meter to the doctor's office. A nurse cleaned the strip insertion area with alcohol after noticing an error on the meter. The batteries in the meter were also replaced. At 6:30 a.m. On (B)(6) 2018, the patient tested a sample on her meter and the result was 1.5 inr. At the same time, a sample from the patient was tested on the doctor's coaguchek meter, resulting as 2.2 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter result and her coumadin dose was not adjusted. The patient's therapeutic range is 2.1 - 2.2 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin therapy or direct thrombin inhibitors. The patient has not had any changes to her coumadin dose. The patient has not been taking any new medications. The patient has not had any changes in diet or recent illnesses. The patient did not have any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. The patient stated that the test strips are not available for return. Relevant retention test strips (lot 258638) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 42%, donor 2 hct: 60%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr, customer meter with masterlot strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with masterlot strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not found in the meter¿s memory.